Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4): the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report# 3005099803-2015-02815 and 3005099803-2015-02816 for the other associated device information. It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a esophagogastroduodenoscopy with percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2015. According to the complainant, during the procedure, the one step button detached while the device being was pulled through the stoma. All parts of the device were removed from the patient. A second one step button initial placement gastrostomy kit; however, the one step button also detached while the device was being pulled through the stoma. All parts of the second device were also removed from the patient. The procedure was completed using a standard peg kit. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.